Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet device¿s touch screen intermittently failed to register touch input, and the user declined a device replacement. Symptoms included no adverse clinical effects. Outcomes included no impact to blood glucose management and no medical intervention. Investigation included customer interview and basic troubleshooting. Investigation of this case revealed that cleaning the screen and restarting the device restored normal touch responsiveness, and the issue could not be reproduced after troubleshooting. It was concluded that the device functioned as expected following cleaning and restart, and no device malfunction affecting therapy was identified.